Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on past the first splash screen the cause of the inability to power on was likely a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory likely had an intermittent connection, which was discovered through the use of a flash memory test. The monitor was producing segmentation faults during testing. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor made a high pitched noise and then would not power on normally. The patient was issued a replacement monitor.